Event description:
The instrument bent and it could not be used to drill holes. The drill bit snapped off the pt's pelvis and was unable to be retrieved.

Manufacturer narrative:
Pending engineering eval.

Manufacturer narrative:
Engineering evaluation noted that the broken drill bit reported was likely the result of over-bending the flexible shaft driver, which transferred the applied bending moment from the driver to the drill bit and led to the ultimate failure.